Manufacturer narrative:
Design history record (DHR) review for the system involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of the reported complaint is attributed to a mechanical issue with a broken/deformed axis 3 motor of the patient side manipulator (psm).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse tested the system and confirmed error code 23007 on the psm. The fse performed a swap operation and identified the faulty psm. After replacement of the psm, the da vinci system was recalibrated, tested, operated without error, and verified as ready for use. Isi has not received the replaced part involved with the alleged issue to perform failure analysis testing as of the date of this report.

Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, patient side manipulator (psm) 3 was allegedly not free to move. The surgeon elected to continue with the other remaining psms to complete the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the issue occurred post-anesthesia and post surgical port placement. No further information was provided.

Manufacturer narrative:
The patient side manipulator (psm) has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint during the sine cycle test.

Event description:
Refer to h11 for follow-up information.